Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to causing discomfort to the patient. A transvenous system was implanted. No additional adverse patient effects were reported.